Manufacturer narrative:
Concomitant medical products: ddmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and noise. Replacement of the lead was attempted. The replacement lead exhibited higher thresholds and sensing than the existing lead. The physician opted for the original ra lead to remain in use. The replacement lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.